Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-02094/-02097/-02098/-02099).

Event description:
Patient's legal counsel reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Additional information received from patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. No revision procedure has been reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.